Manufacturer narrative:
Further information was requested. The article is attached to the report.

Event description:
An article in the journal of thoracic and cardiovascular surgery discussed patients who underwent surgical conversion after thoracic endovascular aortic repair (tevar) between (B)(6) 1998 to (B)(6) 2010. On an unknown date, this patient underwent treatment of an aneurysm of the right aortic arch with a retroesophageal course. A hemiarch debranching with a left carotid-subclavian transposition and carotid-to-carotid bypass was performed, and a conformable gore tag thoracic endoprosthesis was implanted just distal to the left common carotid artery (lcca). The patient was asymptomatic, but the postoperative computed tomography scan showed an acute retrograde type a dissection. It was reported that the retrograde dissection was possibly due to a retrograde arterial wall dissection involving the lcca induced by retrograde carotid arteriography. A supracoronary ascending arch replacement was performed on postoperative day 8 to treat the retrograde type a dissection.